Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that stroke occurred. A left atrial appendage closure procedure was performed and a watchman closure device was implanted in (B)(6) 2020. In (B)(6) 2021, the patient experienced a mild cluster stroke and their pre-existing atrial fibrillation persisted. In (B)(6) 2023, cardiac ablation was performed and in (B)(6) 2023 cardioversion was performed. The patient experienced atrial flutter which was treated with cardiac ablation in (B)(6) 2023. The patient's atrial fibrillation has stopped since then and normal sinus rhythm has been restored.

Manufacturer narrative:
D4: model number, lot number, catalog number, expiration date, UDI # added; d6a: implant date corrected from (B)(6) 2020; h4: manufacture date added.

Manufacturer narrative:
B3: estimated based off report that event occurred in july 2021 d6a: estimated based off report that implant occurred in november 2020.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that stroke occurred. A left atrial appendage closure procedure was performed and a watchman closure device was implanted in november 2020. In july 2021, the patient experienced a mild cluster stroke and their pre-existing atrial fibrillation persisted. In january 2023, cardiac ablation was performed and in february 2023 cardioversion was performed. The patient experienced atrial flutter which was treated with cardiac ablation in july 2023. The patient's atrial fibrillation has stopped since then and normal sinus rhythm has been restored.